Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device was unsuccessful and magnet application did not elicit any tones. Premature battery depletion was suspected. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device was unsuccessful and magnet application did not elicit any tones. Premature battery depletion was suspected. This device remains in service. No adverse patient effects were reported.